Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the lot number reported m9k82 is not a valid lot number. What is the lot or batch number for the plee60a: misfired stapler, did not staple correctly, could not unlock it manually, had to pull tissue out of the jaws then manual released the rest of the tissue. The analysis found that one plee60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr60g loaded on the device was received with the one piece sled partially advanced 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted and the manual override worked properly during testing.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device misfired and locked out on the first load (not sure of the color load). They could not unlock it manually; they had to pull the tissue out of the jaws then manually release the rest of the tissue. (Manual reverse) the case was completed using another device of the same product code. There were no patient consequences reported.